Event description:
It was reported that the rubber cap is cracked with a bd vacutainer® sst¿ ii advance plus blood collection tubes, this was discovered prior to use. The following information was provided by the initial reporter, translated from japanese to english: a crack in the rubber cap was found.

Manufacturer narrative:
H.6. Investigation summary bd received 63 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for crack in the rubber stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k023331 & bk050036. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the rubber cap is cracked with a bd vacutainer® sst¿ ii advance plus blood collection tubes, this was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: a crack in the rubber cap was found.